Manufacturer narrative:
The reported events were lead dislodgement and helix mechanism issue. As received, a complete lead was returned in one piece with the helix extended within specification and was clogged with blood and tissue. The reported event of helix mechanism issue was confirmed. X-ray analysis showed that the inner coil inside the connector region was over-torqued consistent with procedural damage. After cleaning blood and tissue from the helix and applying torque to the connector pin, the helix could be retracted and extended. The full measured helix extension length was within specification. The cause of the reported event was isolated to the helix being clogged with blood and tissue and over-torque of the inner coil. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception of procedural damage.

Event description:
It was reported that the right atrial (ra) lead was dislodged into the right ventricle. Diagnostic imaging was performed and the dislodgement was confirmed. Lead revision was performed but the ra lead could not be repositioned due to tissue in the helix of the ra lead. A different ra lead was successfully implanted in order to resolve the event. The patient was stable following the procedure and there were no adverse consequences.